Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventaional procedure, the user reported that no x-ray was possible and movements were blocked. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The detailed investigation revealed that the fuse "f1" of the angio CT interface board had blown. As a result, the relay for the door switch was open, blocking the x-ray release. The message "door open? Xray disabled " was displayed. In addition, the proximity circuit is routed through the angio CT interface board to signal the angio system an active proximity switch of the CT. When a proximity is active, movement is only possible in "override mode". The fuse failure could have been caused by excessive input current. One possibility for a too high input current can be short overvoltage. A more precise cause for the defective fuse could not be determined. Replacing the blown fuse resolved the problem. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.